Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 419378 lead, 407652 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range impedance on all vectors associated with the rv tip. There was also high impedance on the high voltage portion as well. A fracture was confirmed and the outer insulation was damaged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.